Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the perfix plug (device 2) may have caused or contributed to the alleged patient outcome. A lot number has not been provided; therefore, we are unable to review the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 2), an additional emdr was submitted to represent the other alleged bard/davol mesh. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2002, the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device 1). It is alleged that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."